Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. A 3.00x12mm taxus liberte' drug eluting stent was advanced to the lesion but could not cross. When the device was removed from the patient, stent damage was noted. The procedure was not completed as the same device was not available. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - as a unit has not been returned, a technical analysis cannot be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause classification is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)